Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the they had difficulty to pressing the button on insulin pump, up and down button may stuck. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the bolus menu was not available. Customer states the button was unresponsive during an easy bolus attempt. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No stuck button alarms noted. Device passed self test and displacement test. (B)(4).